Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "dr (B)(6) wanted to use a 4.5 mm screw as a "rescue screw" for a mis-directed 4.0 mm screw. He inserted the screw w/o a guide. As a result, the thread of the screw interfered with the bushing/ring in the screw hole, and the thread came off the screw."